Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a displayable history anomaly alarm in the alarm history screen due to a corrupted history file. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report that the insulin pump is malfunctioning and is turning off and on. Customer called to report that the insulin pump experienced an unexpected restart alarm and a blank display. The blank display was resolved with a battery change. Customer reported that she was hospitalized due to high blood glucose levels. Customer's blood glucose levels at the time of hospitalization was 400 mg/dl. Customer was wearing the insulin pump at the time of hospitalization. Customer's current blood glucose reading was 528 mg/dl. Customer stated that she felt really thirsty and her infusion set was really red and itchy. Customer stated that she then went to the hospital and was treated with an insulin shot though her stomach. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.